Event description:
It was reported that charging port became loose and patient had to hold connector in place to charge pump. There was no reported impact to the customer¿s blood glucose level. Customer was noted to be outside warranty and in process of pump renewal, and no call from technical support was required or requested, with no additional information received regarding further actions or outcome.